Manufacturer narrative:
Unit passed pump self-test and displacement test. Moisture damage noted on all electronic assemblies and motor assembly. Cracked lcd window, cracked case at lcd window corners, cracked battery tube threads, cracked reservoir tube lip, and scratches on reservoir tube window were noted.

Event description:
The customer reported via phone call that she went swimming with the insulin pump on. Immediately after the insulin pump was exposed to moisture, the display went blank. The insulin pump was also vibrating and beeping. Fluid was under the lcd display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.